Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to complete functional tests due to the prime anomaly. The pump was received with missing segments during testing due to an open lcd zebra connector. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the patient's blood glucose had been high since last week. The patient's blood glucose at the time of incident was 12.5 mmol/l. The patient went through several infusion sets but the hyperglycemia continued. During troubleshooting there were no site related issues, set related issues, programming changes, bad insulin, or alarms noted. However, the high pressure test failed: the insulin pump did not alarm no delivery. The insulin pump will be returned for analysis.